Event description:
A (B)(6) old female pt contacted zoll customer support to report that she was receiving a service code 204. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) was confirmed. Upon evaluation, the trunk cable connector was cracked and the yellow (ground) and black (pulse) wires were broken. The cause of the service code 204 is the damaged ground and pulse wires. The cause of the damaged ground and pulse wires is the cracked trunk cable connector. The root cause of the cracked trunk cable connector cannot be positively identified but is likely a result of excessive force. No adverse event resulted from the damaged ground wire. The pt received a replacement electrode belt.